Manufacturer narrative:
Catheter model: 8709sc, lot # n183229002, implanted on: (B)(6) 2009, explanted on: unk.

Event description:
It was reported that the patient was hospitalized twice. It was stated that the one time it was following a 10% increase in her dosage; hydromorphone (dilaudid) and prialt were in the pump. Prialt was removed after she was hospitalized; patient experienced hallucinations and psychosis while the prialt was in the pump. Prialt was placed in pump after it was implanted. In (B)(6) 2011, patient started having hallucinations, psychosis, and depression. It was stated that ever since prialt was put in pump she felt "bad" or "different"; prialt was removed from pump in march. Additional information has been requested, but was not available as of the date of this report.